Manufacturer narrative:
Conclusion - is based upon evaluation of user facility information and the returned sample. The involved device was returned for evaluation. Visual examination of the returned device confirmed that approximately 65-mm of the coating had been sheared exposing the core wire. The sheared section started at approximately 77-mm from the distal tip of the device. The edges of the sheared coating were smooth and the shape indicated that the damage is consistent with manipulation against a sharp surface during withdrawal. It was stated that, "the fraying may have occurred within the scope" during follow-up communication with the user facility. No other abnormalities were noted. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. The event description and appearance of the returned sample are consistent with damage to the glidewire's polyurethane coating due to manipulation of the guidewire against a metal or other sharp surface during withdrawal. The device labeling in the warnings / precautions section of the instructions-for-use states: "do not manipulate or withdraw the glidewire through a metal needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that during a permacath placement procedure, the "coating peeled off the guidewire." Reportedly, the guidewire was removed and x-ray imaging "indicates that no part of the device was within the patient." The procedure was completed successfully using a second guidewire with no reported patient complications.